Manufacturer narrative:
The following implant dates, hospitals, and surgeon names were provided; however, it was not specified which products are related. (B)(6).

Event description:
It was reported that an advantage fit system was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.